Event description:
This ra leas was implanted on (B)(6) 2012 and remains implanted at this time. A call to technical services on (B)(6) 2017 stating that there was noise on ra lead. It was discussed that it was likely the mv sensor. Talked about how mv uses its own impedance checks and defaults to ra lead. The following physician was dr. (B)(6) at (B)(6) in (B)(6), ca, no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).